Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had physical damage. The customer stated the reservoir compartment was worn out. The blood glucose was not provided at the time of the incident. Trouble shooting was declined. The insulin pump will not return for analysis.